Event description:
It was reported that the patient fell and fractured her femur. All components were removed and replaced with restoration modular.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.